Event description:
During the initial implant procedure, the right ventricular (rv) lead was not able to advance down the catheter due to size of the lead. A new lead was selected and successfully implanted to resolve the event. The patient was in stable condition.